Manufacturer narrative:
The certas valve (ID 828805) was returned for evaluation. Device history record (DHR): the product code 82-8805 with lot 7259483, conformed to the specifications when released to stock. Failure analysis: the valve was visually inspected; needle holes in the needle chamber were noted. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. The valve was leak tested; only leaked from the needle holes in the needle chamber. The catheters were irrigated; no occlusions were noted. Root cause analysis: no root cause could be determined for the issue reported by the customer as the technician could not confirm any occlusions with the valve at the time of investigation. A possible root cause for the issue reported by the customer could have been due to biological debris and protein build up interfering with the device mechanism. At the time of investigation, no occlusions were noted.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
This follow up is to complete fields a5, a6: a5 - ethnicity - not hispanic/latino. A6 - race - white.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a patient underwent surgery for a tumor in the posterior fossa which developed into a csf (cerebrospinal) fistula. A certas valve (ID 828805) was implanted on (b)(3) 2023 with setting 4 without any issues. The valve was not draining enough, patient had symptoms of hydrocephalus and exams showed dilated ventricles with excess liquid; no patient improvement after valve placement; therefore it was removed on (b)(3) 2023 and replaced on (b)(3) 2023. Current cognitive status of the patient: "bad, from the patient's total picture, posterior fossa tu and evolved with fistula." Patient was exposed to MRI (1.5 tesla): "the valve configuration was confirmed after the last programming or before the MRI." Patient was not exposed to significant acceleration or deceleration, such as a car accident or fall.